Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported a blood leak occurred from a dialyzer during hemodialysis (hd) treatment. The dialyzer was reported to be no longer available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred within fifteen minutes after the start of hemodialysis (hd) treatment. The fresenius machine alarmed appropriately with a blood leak alert and treated was stopped. Blood test strips were used and tested positive for the presence of blood. No damage was noted on the dialyzer. The estimated blood loss was 300-600 ml. It was unknown if the patient was able to resume treatment following the event. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event.

Manufacturer narrative:
Correction: h6 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: b5.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred within fifteen minutes after the start of hemodialysis (hd) treatment. The fresenius machine alarmed appropriately with a blood leak alert and treated was stopped. Blood test strips were used and tested positive for the presence of blood. No damage was noted on the dialyzer. The estimated blood loss was 300-600 ml. It was unknown if the patient was able to resume treatment following the event. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event.